Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became shattered and unresponsive. Customer states that the touchscreen shattered when hit by a car door and the touchscreen will not respond to touches after turned on and device is inoperable. The customer's blood glucose (bg) level were fluctuating, ranging from 42-300 mg/dl. Customer reported that ketones were present and stated that ketone level was dangerous/life threatening. Manual injection were used to address elevated bg levels and carbohydrates were consumed to address low bg levels. Reportedly, the customer would use manual injections for alternate insulin therapy.